Manufacturer narrative:
Two devices were returned with each unit containing approximately 180ml of solution in the bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted a pool of liquid inside the bag that contained the units, however, upon further inspection the location of a leak could not be identified. No signs of liquid were observed coming out of the multirate control module. A functional leak test was performed on the units with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) regional infusors leaked from the multirate control module. The infusors contained levobupivacaine 0.125% and nacl 275ml. The incident occurred before use. There was no patient involvement. No additional information is available.